Event description:
The ostium of a patient's coronary artery was dissected while trying to position the tip of a merit diagnostic catheter. It was reported that the patient's arota was small and that the catheter's "extremity" was too sharp. A stent was placed and the patient is reported to be completely recovered.